Event description:
It was reported that a vns patient underwent explant surgery due to the fact that she "doesn't like the feeling of the stimulation." Later, it was revealed that the patient's treating neurologist had originally requested that the patient's lead be repositioned as it was "too close to the cervical plexus." This request was declined, which prompted a referral for explant surgery. The patient's explanted lead and generator were returned to the manufacturer for analysis. No anomalies were identified for the returned portion of the lead; the patient's generator is awaiting analysis. Good faith attempts for additional information have been unsuccessful to date.